Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 was present in the device trace download due to broken trace at pin on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Device received with cracked select button on keypad overlay, pillowing keypad overlay, scratched or peeling keypad overlay texture, scratched display window cover, faded or stained or peeling serial number label, peeling or fading end cap address label and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer intermittently noticed that the insulin pump does not sound any audio or tones for any alerts or alarms. The insulin pump had an insulin pump error alarm during the self-test and forced a restart. The customer¿s blood glucose was unknown at the time of the incident. It was reported that the insulin pump did not beep during the audio test. The customer reported that they had noticed this since about maybe a month ago. The customer was advised to continue the use of the insulin pump and monitor closely. The device will be returned for analysis.